Manufacturer narrative:
Corrected f10: device codes to better capture the allegations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedance measurements out of range and noise oversensing. Technical services (ts) reviewed and suspected this to be related to a lead fracture. Subsequently, this lead was capped and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedance measurements out of range and noise oversensing. Technical services (ts) reviewed and suspected this to be related to a lead fracture. Subsequently, this lead was capped and a new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedance measurements out of range and noise oversensing. Technical services (ts) reviewed and suspected this to be related to a lead fracture. Subsequently, this lead was capped and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was surgically abandoned and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Corrected f10: device codes to better capture the allegations. If pertinent information is provided in the future, a supplemental report will be submitted.